Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of a high questionable elecsys total psa immunoassay (tpsa) result for 1 patient tested on a cobas 8000 e 602 module. The initial tpsa result was 3.48 ng/ml. The initial result was released to both the patient and their doctor. Two day later on (B)(6) 2018, the patient had a new sample drawn and a tpsa result of < 0.020 ng/ml was obtained. The original patient sample from (B)(6) 2018 was retested and a tpsa result of < 0.020 ng/ml was obtained. The tpsa results of < 0.020 ng/ml have been deemed correct. There was no adverse event. The customer said that there have been no issues with the analyzer and that qc and calibrations were acceptable before and after the event. The samples were aliquoted by a modular pre-analytical system. The tpsa reagent lot was 21602700 with an expiration date that was requested but was not provided. The field engineering specialist was unable to find a root cause. He checked previous qc and calibration results. He performed mechanism checks and checked the probe alignment and pump pressures. He checked the rinsing functionality of all probes. He adjusted the bead mixing rinse unit. He replaced a bent mixer paddle. He ran precision testing with acceptable results.

Manufacturer narrative:
The qc data that was provided was inconspicuous. Further investigation of the information provided, could not detect an assay related issue. The investigation was unable to find a definitive root cause.